Manufacturer narrative:
The device was not returned for evaluation. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined. According to the thermage cpt system technical user's manual, burns and altered sensation are known possible reactions to thermage treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of investigation.

Event description:
A "bubble-like" skin condition was reported. Additional information as been requested but has not been received.